Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Sales representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed openings on radius side assessed as surgical damage and observed broken and opening on suture tab side assessed as surgical damage and missing piece of suture tab assessed as inconclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Sales representative reported right side rupture. Device has been explanted